Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with over-sensed noise on the implantable cardioverter defibrillator. It is believed that the noise was caused by a left ventricular assist device. Programming changes were made and the patient was not adversely affected by the oversensing.